Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the basal software was suspending insulin delivery inappropriately. There was no reported adverse impact to the customer. Reportedly the customer had an alternate pump for insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue, however, the customer did not respond to follow-up attempts.